Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31561409l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no internal action is required at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated during paroxysmal supraventricular tachycardia ablation with qdot micro¿ catheter, the patient experienced thrombotic cerebral infarction. The patient experienced a thrombotic cerebral infarction. The patient was not taking anticoagulants. No prolongation of hospital stay occurred. Causal relationship with product was unknown. During the ablation of the slow pathway with navistar catheter, the temperature ramp became alarmingly gradual. After replacing it with the qdot micro catheter, the incident did not recur, and the procedure was completed. Information received indicated that the subsequent condition of the patient remains unknown. The patient was not originally taking anticoagulants and had only inserted the catheter into the right atrium during the procedure. The physician¿s opinion on the cause of this adverse event was that the patient did not take anticoagulants. No further information is available. Delivered energy was rf (radiofrequency). Information received indicating that the temperature issue was found during ablation with navistar. No celsius catheter.

Manufacturer narrative:
On 10-jul-2025, bwi received additional information indicating that the physician¿s opinion on the cause of this adverse event was that the patient did not take anticoagulants. The issue was caused by the non-administration of antithrombotic drugs after the procedure. One catheter exchange occurred during the procedure. No transseptal puncture was performed. The number of performed rf (radiofrequency) ablations were 5 ablations outside the pulmonary veins. No ablations performed in the pulmonary veins. Ngen generator/pump was used for the procedure. Due to the lack of anticoagulants, bwi has determined that this event is not FDA-reportable against any of their devices. As a result, no further reports will be sent for this event. Manufacturer reference number: (B)(4).